Manufacturer narrative:
(B)(4). Dropping or ejected clip. The analysis results found that the instrument was returned in good visual condition and with white powder on the jaws. This material was found to be sodium stearate, which is a lubricant applied to the instrument during manufacturing process. The device was tested for functionality. Upon testing, the device fed two conforming clips and ejected the remaining seventeen. Finally, it locked out as intended. However, it could not be determined what may have caused the found ejected clips. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when the trigger was grasped, a piece of foreign matter came out from the shaft. There were no adverse consequences to the patient because it did not fall into the patient body. It was unclear that the foreign matter came out during use or before use on the patient. Another device was used to complete the procedure.